Event description:
A pt was sent to the ER when the device could not be removed at home after the completion of therapy. Heat was applied unsuccessfully. In radiology a guide wire was inserted via fluoroscopy. The radiologist was not able to remove any length of the catheter. The x-rays showed the catheter to be in the subclavian. The pt stated he could feel "something buckling" in the bicep area. A cut down was then done in the bicep area and the catheter successfully removed. The reporter states that the surgeon reports, "the clear silastic coating was cracked all the way around. There were 2 layers. Fibrin had formed all around and inside it."